Event description:
During scheduled maintenance/device inspection, physio-control observed that the female connector of the internal therapy connector would not lock and hold with the male connector on the therapy pcb. The device would not deliver defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4) physio-control replaced the internal therapy connector and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy connector at the failure analysis center and determined the root cause of malfunction to be a spent staple lodged between the connector housing and socket housing. Once the staple was removed, proper assembly operation was observed.